Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The wig wag lateral movement brake was not engaging properly. The brake pad was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's brakes were not holding allowing the c arm to move back and forth creating a hazard. There was no adverse patient involvement reported. There was no patient info reported.